Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints ((B)(4)). This MDR is being submitted as part of that remediation. The complaint device was received for analysis. The complaint condition was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) t missing screw from stem trial adaptor- the stem trial adaptor features two screw holes that utilize a retaining ring to hold a washer and screw in place. The missing screw appears consistent with the dislocation of the retaining ring likely from applying a force to the ring while fastening the adaptor to a femoral trial. As the adaptor is being fastened, the retaining ring can become compressed against the screw head. If the ring is not seated into the groove properly, the screw has the potential to overcome the force needed to keep the ring in its groove. Deformed retaining ring- the deformation appears consistent with attempting to remove and/or reassemble the ring. It can also be seen that the retaining ring in place, the hospital likely reassembled the device prior to returning. The image provided in the experience report shows the ring, screw, and washer had dislocated and it was reported that the broken instrument had been discovered after use on the back table. However, if the device were to disassemble inside the patient, the components are large enough to be easily removed from the joint space. The materials for the washer and the retaining ring, 18-8 stainless steel, and of the screw, 17-4 stainless steel, are included in (B)(4) - master biocompatibility memo for instruments associated with project number (B)(4). All other aspects of the devices appear unremarkable. This is the only part from this lot, which has been in the field since 2016. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design related. This is the only part from this lot, which has been in the field since 2016. In order to create this special instrument, the standard logic stem trail adaptor was first disassembled by removing the retaining ring and screw. The device was then reassembled with the addition of a wave washer. During this time, the retaining ring was likely not seated in its groove properly, allowing the device to disassemble during surgery. The disassembly reported was likely the result of applying a force to a retaining ring that was not properly seated in its groove, allowing the ring to dislocate. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues, nor did it lead to patient impact. The device was discovered broken on the back table after it was used in the surgical procedure. An investigation was conducted; the disassembly reported was likely the result of applying a force to a retaining ring that was not properly seated in its groove, allowing the ring to dislocate. Information was not provided for: age or date of birth, sex, weight, ethnicity, race.

Event description:
It was reported from the us that during an orthopedic surgical procedure that after the trial was used, the scrub tech noticed the trial was broken when it was on the back table. There were no parts or pieces that fell into the surgical wound, there was no delay in surgery. No additional information was provided by the contacts related to this event.